Manufacturer narrative:
Root cause: based on inventory evaluation, the root cause has been identified as a raw material defect. The raw material vendor, (B)(4), has been issued a supplier corrective action request (scar). Corrective action: in its scar response, (B)(4) stated, "the workers may not fully master the operation procedure and the quality standard. They didn't wind the peanut sponge (tightly enough), so that the x-ray elements are loose inside the sponge and (have) risk of exposure and coming out." As such, staff was retrained on the operation procedure and quality standard to ensure they fully master all requirements concerning product. Investigation summary: an internal complaint (call (B)(4)) was received indicating that a peanut sponge (finished good 30-106) contained a radiopaque thread that became detached from the sponge. The surgeon pulled the individual radiopaque thread from the surgical wound. The customer reported a sample was available. However, the manufacturing facility has not received that sample. Additionally, a lot number was not reported. Therefore, process records could not be reviewed. An inventory evaluation was performed and showed that the sponges were rolled looser than the approved sample, allowing for the radiopaque thread to become loose and detachable from the sponge. (B)(4). Prior to the reporting, customer filing two complaints for the same issue, there were no reports of the radiopaque thread becoming dislodged from the sponge for this finished good number. However, three complaints were identified for the sponge not being rolled tightly. Preventive action: a preventive action has not been taken. The investigation is complete at this time. If new and critical information becomes available, this report will be updated.

Event description:
The radiopaque thread lodged in the peanut sponge became detached. The surgeon pulled an individual radiopaque thread out of a surgical wound. There was no harm to the patient as a result of the incident; however, if the team had not identified the issue, it may have lead to an incident.